Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported he experienced a hypoglycemic event while he was driving and he was stopped. His bg value per the paramedics was 29 mg/dl, the cgm value was 99 mg/dl; however, the time interval between the bg test and the cgm value of 99 mg/dl was not unknown. Food high in sugar was given to the patient. He was able to drive home after the event. The event occurred the day the sensor had been inserted into the abdomen. The reported glucose values fall within the c zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.